Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the aortic arch for a thoracic endovascular aortic repair (tevar) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician successfully deployed and detached a pc400 coil into the aneurysm using a px slim delivery microcatheter (px slim). While advancing a new pc400 coil through the px slim, the physician met resistance and removed the pc400 coil from the patient. The physician confirmed that the introducer sheath was not kinked or damaged and that no thrombus was attached to the coil before making another attempt to advance the pc400 coil. However, resistance was met again and the pc400 coil was removed. The procedure was completed using two new pc400 coils with the same px slim. There was no report of an adverse effect to the patient.